Event description:
Medtronic received information that two weeks following the implant of this annuloplasty ring, the device was explanted due to dehiscence and regurgitation. It was reported that the tissue was very friable. Another device was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Regurgitation and dehiscence are known adverse events. Based on the information received, patient anatomy may have contributed to the clinical events as it was reported that the tissue was very friable. Without the serial number, no device history review can be completed.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.